Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown cortex screws. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal due to non-union of the distal tibia and fibula on (B)(6) 2017. The date of the original procedure is unknown. Subsequently on an unknown date, the non-union was identified via x-ray. During the revision surgery, removed hardware included: one (1) small fragment plate, one (1) mini fragment plate, one (1) one-third tubular plate (the one-third tubular plate was on the patient's fibula) and an unknown number of cortical screws ¿all hardware was intact. A temporary external fixator (exfix) was placed on the patient¿s tibia. The procedure was completed with the patient in stable condition. This report is for unknown quantity of unknown cortex screws. This is report 4 of 4 for (B)(4).